Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, crease fold. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported patient suffered right side capsular contracture baker grade iii. Healthcare professional additionally reported "when the device was removed they observed capsule around the device. When they went to remove the capsule they noticed possible micro-tears. But could not confirm if the micro-tears came from the removal of the capsule." The device has been explanted.